Event description:
Healthcare professional reported injecting a patient with juvéderm volux¿ xc into the bilateral jawline and experienced mild allergic reaction on bilateral jawline and itchy raised rash five days later and was given antihistamine. Two days later, patient was treated with 300 units of hylenex in bilateral jawline and all the filler "seemed" to be completely dissolved. The next day, patient reported rash was spreading "upwards towards cheeks" and patient was prescribed topical steroids and a medrol dose pack symptoms. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.